Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and pelvic adhesions ("dense adhesion's of bladder to lower cervix") in a 35-year-old female patient who had essure (batch no. C26967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, multigravida (total number of pregnancies- 5) and parity 5 ((B)(6) 1999, (B)(6) 2006, (B)(6) 2004, (B)(6) 2010 and 2015.). Previously administered products included for an unreported indication: iud in 2015 and contraceptives for topical use in 2015. Concurrent conditions included multigravida and parity 5. Concomitant products included colecalciferol (vitamin d3) since 2017, cyanocobalamin (vitamin b12) since 2017, ibuprofen since 2017, melatonin since (B)(6) 2017, meloxicam since 2017, prenatal vitamins, thomapyrin n (excedrin extra strength), tramadol hydrochloride since 2017 and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced rash ("rashes o my face"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and pelvic adhesions (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menorrhagia/abnormal bleeding (menorrhagia)"), the first episode of dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (abdominal supracervical/hysterectomy/bilateral salpingectomy) and surgery (blunt dissection was done to seperate bladder from cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, alopecia, vaginal haemorrhage, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, fatigue, depression and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight 1661bs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and pelvic adhesions ("dense adhesion's of bladder to lower cervix") in a 35-year-old female patient who had essure (batch no. C26967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, multigravida (total number of pregnancies- 5) and parity 5 (total number of live births-5). Previously administered products included for an unreported indication: iud in 2015 and contraceptives for topical use in 2015. Concurrent conditions included prenatal care since 2014, melatonin deficiency, allergic reaction to analgesics, allergic reaction to analgesics since (B)(6)2016 and abdominal wall hemorrhage since (B)(6) 2017. Concomitant products included colecalciferol (vitamin d3), haemorex, ibuprofen, melatonin, meloxicam, prenatal vitamins, tramadol hydrochloride and vicodin (hydrocodone w/acetaminophen). From (B)(6) 2015 until (B)(6) 2016, the patient received vitamin b12. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced the first episode of migraine ("migraine headaches"), rash ("rashes o my face"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), the second episode of migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and pelvic adhesions (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menorrhagia/abnormal bleeding (menorrhagia)"), the first episode of dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (abdominal supracervical/hysterectomy/bilateral salpingectomy) and surgery (blunt dissection was done to seperate bladder from cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, alopecia, vaginal haemorrhage, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, the last episode of migraine, headache, nausea, dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, fatigue, depression and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia, the first episode of migraine, the second episode of dyspareunia and the second episode of migraine to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 1661bs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jun-2018: reporter information was added. The case concern with 35 year old patient .her demographic was added. Her historical condition were added. Lab data was added . Essure condition amended . Essure lot no added . Concomitant medication added. This are following event :vaginal haemorrhage, hysterectomy, female sexual dysfunction, rash, migrane /headache, salpingectomy, nausea, dysmenorrhoea, dyspareunia, pain, vaginal discharge,fatigue,depression .this are test added. She had not recovering this follwing event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("severe menorrhagia"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent a hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dyspareunia, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.